Manufacturer narrative:
Software investigation was completed. This issue was found consistent with an issue related to unresponsive systems during task transition and was documented in a medtronic software anomaly tracking database. Return requested. Replacement computer shipped to site (B)(4) 2014. Suspect computer has not been returned to manufacturer for analysis. Return requested. Replacement field generator shipped to site (B)(4) 2014. Medtronic investigation of returned suspect generator finds that when the emitter was connected to an axiem it would not communicate. Opened the housing and checked the all connections, no issues were found. Suspect that there is ether a memory or pcba issue. Defective pcba - electrical failure. A medtronic representative, following-up at the site, reported successfully replaced computer and replaced emitter. System is now fully functional. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system became unresponsive when entering the set up equipment tab. Upon entering, were unable to press any buttons on the screen and after a few moments, the right side of the screen displayed a white rectangle with no words. In trouble-shooting, the system was re-booted twice, issue was not resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: the software investigation found that the reported event was most likely caused by an electrical issue with the power control board assembly (pcba) on the field generator (as reported on the initial 3500a) and not software related. This issue was not documented in a medtronic navigation software anomaly tracking database. The computer was also returned for analysis. The initial power up was successful to the log-in screen and the system ran as expected. There were no ram or hard drive errors found. The computer was fully functional and found to be unrelated to the reported event.